Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of the jaws of the device at times during testing. The engineering team found that a jaw gap existed on device one and observed witness marks of the needle impacting the beveled wall of the jaws of the devices. The engineering team notes that a jaw gap shall not infer that the device had a functional issue. The engineering team identified an apparent dent in the male jaw of one of the devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The suturing devices were difficult to load and difficult to unload. In order to resolve the issue and complete the case, opened another suturing device. There was no patient harm. The patient status is alive, no injury.